Event description:
It was reported that during a procedure, a syringe broke. There were no reports of serious injury or medical intervention.

Manufacturer narrative:
It was reported that during a procedure, a syringe broke. There were no reports of serious injury or medical intervention. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation included information provided by the user, a review of production records, trend analysis, and confirmation that the device was not returned. The investigation verified a fracture problem based on the information and photos received; however, the cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.